Manufacturer narrative:
Insulin pump received with blank display due to burn/shorted on radio frequency board and interface board. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 197 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After customer changed battery, display screen returned. Customer was advised to remove battery for ten minutes and then re-insert battery. Call was lost during ten minute rest. Customer called back requesting insulin pump to be replaced.